Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas 8000 e 801 module (e801). The sample initially resulted as 10.8 ng/l and this value was reported outside of the laboratory to the clinic. The clinic did not trust the result and asked for a repeat of the sample. The sample was repeated, resulting as 10000 ng/l accompanied by a data flag. The repeat result was believed to be correct and better fit the patient's clinical picture. No adverse events were alleged to have occurred to the patient. The tnthsst reagent lot number was 176496. The reagent expiration date was asked for, but not provided.